Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the scs system was replaced per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe low back pain due to ipg migration. The patient was prescribed with hydrocodone and will undergo an entire scs revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 17294047 description: next generation anchor kit-sterile; model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead.

Event description:
A report was received that the patient was experiencing severe low back pain due to ipg migration. The patient was prescribed with hydrocodone and will undergo an entire scs revision procedure.